Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01721.

Event description:
'It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013. Per report from CT (computed tomography) dated (B)(6) 2019: "ivc filter in infrarenal position. The filter is in upright position. No obvious filter fracture detected. The distal appendages of the filter extending beyond the wall of the ivc."